Event description:
It was reported that the insulin pump had scrolling numbers during a bolus attempt. The customer stated that she took the battery out and the keypad became unresponsive. The blood glucose reading was 110 mg/dl. No significant events leading to the keypad issues were observed. She believed that the buttons got stuck. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However moisture damage was found on keypad traces. No sticking buttons, no button error alarm and no ramping numbers on their own or scrolling bar moving anomaly noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.